Manufacturer narrative:
Additional data: h10 the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. 1221359-2022-00197; 1221359-2022-00198; 1221359-2022-00199; 1221359-2022-00201.

Event description:
The customer reported five (5) false negative results with the binaxnow¿ covid-19 antigen self test for a patient performed in between (B)(6) 2021 to (B)(6) 2021. This MFR. Report addresses the date (B)(6) 2021 and is four (4) of five (5). The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on (B)(6) 2021, pcr confirmation testing was performed and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00197, 1221359-2022-00198, 1221359-2022-00199, 1221359-2022-00201.